Manufacturer narrative:
The device was not returned for analysis. Production record and complaint handling system reviews could not be conducted because the lot number was not provided. Corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or friable femoral vessel due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Corrections: a2 - age at time of event, a2 - age units (patient): updated from ni to 50 years. A3a - sex: updated from ni to male. A4 - weight, a4 - weight units (patient): updated from ni to 110 kgs. B3 - date of event: updated from 5/23/2024 to 05/14/2024. B6 - relevant test/laboratory data: updated. B7 - other relevant history: updated. D1 ¿ brand name: updated. D2a ¿ common device name: updated. D3 ¿ name, address 1, city, postal code: updated. E1 - last name: updated. E3 - occupation: updated from na to physician. G3 - date received by mfg: initial report aware date, filed in MFR# 2024168-2024-07199-00, updated from 05/24/2024 to 05/23/2024. H6 - medical device problem code: code 3190 was removed and code 2616 was added.

Event description:
Subsequent to the initial MDR report, additional information was received which indicated that this complaint is a duplicate of (B)(4), previously filed under MFR# 2024168-2024-07249. The complaint was confirmed to be a duplicate based on the following information that matched: device part number, procedure date, physician and reporting sales representative confirmation. It was reported that this was a venotomy closure of the right common femoral vein with three proglide devices using the pre-close technique prior to an interventional procedure. Reportedly, the suture knot came out of the body for all three devices. The sheath was upsized to a 16fr and the interventional procedure was completed. Manual compression was used to achieve hemostasis. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. This duplicate was found after the initial reports for this event were filed.

Event description:
It was reported that this was a closure of an unspecified access site using three proglide devices relative to an unspecified procedure. Reportedly, an unspecified issue occurred. The method used to achieve hemostasis was not provided. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided. The date of event will be estimated as 5/23/2024.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional devices referenced in b5 are filed under separate medwatch report numbers. B3: date of event estimated as 5/23/2024. D4: a partial UDI was provided as the lot number is not known.